Manufacturer narrative:
The repair inspection found the scope was found to produce a colored image defect, the image is green in color due to a defective video cable unit. The cause of the defective video cable is unknown, however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer endoeye high-definition ii, autoclavable video telescope was returned to the olympus (oekg) repair center for a reported ¿disturbances in the image, there are sometimes streaks in the image.¿ the customer reported event was found at an unspecified event. Upon inspecting and testing, the scope was found to produce a colored image defect, the image is green in color due to a defective video cable unit. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the colored image defect.

Manufacturer narrative:
This supplemental report was submitted to provide additional details to the event description and to provide the investigation results from the legal manufacturer. A review of the device history records (DHR) review showed there is no non-conformity associated with this device with respect to the described issue and the device was manufactured according to valid instructions and met all specifications. The device evaluation identified the image displays but is green in color. The colored image problem was isolated to a defective cable unit. The exact cause of the defective cable unit cannot be conclusively determined. However, the reported phenomenon is a known issue and has been previously investigated. The root cause can potentially be attributed to: cable pins of odu connector are too small for shield cables. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. Manufacturing jig 5016938 not fully suitable for soldering process. Soldering process at oste is not up to date. New guidelines for soldering process are available the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. Olympus will continue to monitor the field performance for this device.

Event description:
The customer further reported the exact date is unknown; event happened a couple of different times. The reported ¿disturbances in the image¿ was found during a laparoscopic cholecystectomy. The intended procedure was completed using another similar device with only a 5-10 minute delay to replace the subject scope. No additional anesthesia or sedation was required. There was no impact to the patient and the device was inspected prior to use with no abnormalities observed.